Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the middle of the night, the patient¿s omnipod 5 insulin pump and dexcom app showed egv 55 mg/dl. The patient got up, drank some juice, and returned to sleep. Later that morning, while walking, the patient was alerted of a low egv of 56 mg/dl and reported not feeling well. She was freezing, chilling and nauseous, felt sick to her stomach. When checked her bgm, which displayed 590 mg/dl. During the call, the doctor¿s office was calling her and they would call the emergency room (ER). A neighbor arrived to assist the patient and the patient agreed to get a callback instead. A successful callback was made on (B)(6) 2025. The patient said that she went to the ER at around 12:30 pm on (B)(6) 2025. She was dehydrated, and her bg was measured over 700 mg/dl but no egv as she had taken it off with her pump before going to the ER, she was given IV fluids, IV insulin, and IV anti-nausea medication (unspecified name). She stayed in the ER for 6 hours and was allowed to go home same day with a bg of 450 mg/dl as she was feeling slightly better at that time. When she got home, she treated herself with more insulin (unspecified dosage) through injection needles and vials until she felt better that night. The patient reported feeling fine now. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient had symptoms, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - chills.